Event description:
Unomedical reference number (B)(4). Event occurred in the spain. On 29-april-2024, it was reported by the patient that four infusions set fell off due to tape not sticking. The infusion set was in use for few hours. The first occurrence occurred on (B)(6) 2024; the second on (B)(6) 2024; the third on (B)(6) 2024; the fourth on (B)(6) 2024. No further information was available.

Manufacturer narrative:
MDR (B)(4). Device 3 of 4.